Event description:
It was reported that there was an x-ray disabled error message and the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.